Event description:
According to the nurse (rn) evening shift supervisor who applied the restraints, posey 2798 and 1135xl were applied to the patient at 11:30 p.m. The 2798 was applied only to the left hand; right hand was left free. Legs were unrestrained. Patient was mildly sedated and not violent. Patient restraint to prevent pulling of lines for medical treatment. On a routine check one hour later, at 12:30 a.m., a staff member found patient off the bed, to right side, on the floor with the 1135xl still in place. His left hand had gotten out of the restraint. The bed was located close to wall and patient was pinned against the wall. Patient was not breathing, code was called, and staff was unable to resuscitate. The bed was a psych bed without side rails. Staff were puzzled that patient suddenly stated products appeared to be in good working order. Products involved were put back into facility's laundry and posey was not able to verify the products were posey products or whether they were in good working condition.